Manufacturer narrative:
Section information references the main component of the system and other applicable components are: product ID :neu_unknown_lead, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they had a device with paddle leads and had trouble with the system. The patient stated that they put the paddles leads in but couldn¿t get them in the right spot because of scar tissue. When the patient turned the device on, it felt like someone stuck a knife in their ribs. The patient stated that this happened for a year every time they ran the device. The patient saw a different physician who did an x-ray and determined that it was in the wrong spot. The patient¿s device was replaced with a newer system. The next morning, they woke up and there was a 20-25% difference in their pain level. The patient stated that they felt like they didn¿t need any medication, as they were absolutely amazed by how much lower their pain levels were with the new system. The patient commented that it would be really cool if they could make the battery last a little longer. It was noted that the patient¿s relevant medical history included ongoing back/leg problems, disc herniation in their l4/l5 vertebrae, which turned into degenerative disc disease and scoliosis. Additionally, the patient mentioned that a disc broke and he had to get a discectomy that came apart disc months later. No further complications were reported or anticipated. Indication for use is unknown.